Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The quantum maverick monorail 15/2.5 mm balloon was being used to treat an in-stent restenosis lesion. The lesion being treated was a calcified, 75% stenotic lesion in the mid lad coronary artery. The physician used a 6 fr medikit introducer sheath for vascular access and a run through 0.014" guidewire and a 6 fr medtronic launcher ebu3.5 guide catheter to cross the lesion. The quantum maverick monorail 15/2.5 mm balloon was removed and replaced with another quantum maverick monorail ballon to successfuly complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.